Event description:
Info rec'd indicates the head of the bed is not going up or down. Possible bad actuator.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged malfunction. All bed functions were operating properly.